Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material separation was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the heavily calcified, mildly tortuous marginal circumflex coronary artery. The 2.75x15 mm xience xpedtion stent delivery system (sds) could not cross the lesion due to the anatomy and the proximal shaft separated. The separated portion was simply removed. A non-abbott sds was used to continue the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.